Event description:
The pt reported hearing intermittent sound sensations. Diagnostic testing of the implant was not completely conclusive. Further testing was recommended. On 01/13/1999 the healthcare professionals and the pt's parent decided to forgo further testing and have this device explanted and a new device implanted. Explantation/reimplantation surgery had not been scheduled as of the date of this report.